Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited decreased sensing, and increased shock impedance measurements which were not out of range. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.